Event description:
It was reported that during a hip arthroscopic procedure, the tip of the unit came off. It was further reported that at the beginning there were no problems, when the tip came off nobody had noticed. The tip of the unit was found in the joint cavity. A replacement unit was used.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.